Event description:
Allegedly pt. Is experiencing mom complications. Add'l info rec'd (B)(4) 2013: stem, neck, liner, and head revised (B)(4) 2013. No evidence of pseudotumor on mars MRI. Cobalt level 2.9 and chrome level 3.6. Negative for aval. Pt. Has pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01646, 01647, 01648.